Manufacturer narrative:
Based upon analysis of all available information, boston scientific's investigation found no evidence to indicate that the cardiac tamponade was related to product performance of the intellanav stablepoint open-irrigated catheter. There was no report of any device performance concerns. The complaint patient events reported are known potential adverse events related with the use of the device and are noted within the indications/instructions for use (IFU). Therefore, all compiled information on this investigation determines that the most probable cause is known inherent risk of device since the complaint patient events reported by the physician is known and documented in the labeling.

Event description:
It was reported that during an ablation procedure to treat atrial fibrillation (a fib) using a intellanav stablepoint open-irrigated catheter the patient experienced cardiac tamponade. The catheter was used for ablation in the left atrium, after approximately 10-15 minutes of ablation cardiac tamponade was identified in the left atrium. The procedure was cancelled as the patient underwent cardiac surgery to treat the tamponade. The patient was then admitted to the hospital, their outcome following the surgery was not provided. The catheter is expected to be returned for analysis.